Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod, the site was itchy, irritated peeling off and developed contact dermatitis. The pod had fallen off, dislodging the cannula from the infusion site. The patient consulted the dermatologist online, who prescribed cavelon and nemantin, to treat the affected area.